Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019, 01/22/2019, 10/15/2018, and 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a fold crease, white/black particles, weight to the spec and device appearance (observed 40 mm dark patch edge material inside gel device). Cloudy was observed after autoclave disinfection process. There are no openings in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, and no openings observed in the device the event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." No indication of treatment or surgical reoperation. Device has been explanted. This record is for the left side. Healthcare professional reported a left side "possible rupture."